Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported that patient faced infusions set leakage at site on event on 2024. Infusion set has been used for 30 minutes. The blood glucose level was 300 mg/dl. Customer replaced infusion set and resumed insulin deliveries successfully. No further information available